Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged difficulty breathing/short of breath and respiratory failure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a ventilator device's sound abatement foam. The patient has alleged difficulty breathing/short of breath and respiratory failure. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of foam degeneration or foam contamination. Faults or errors contained within the test results and logs support sensor board contamination. As per secondary findings of the base unit other contamination found inside the device appears to be from the patients' environment: dirt, dust, hair, particles throughout air/flow path, and inside the transition tubing appears to have liquid ingress stains. This foreign contamination is seen inside the transition tubing and clear tubing on to the outlet port overtime with ventilators. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.